Event description:
It is reported that a customer experienced high blood glucose of 437 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer simply called to buy a new belt clip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.